Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the applier product codes are ka200 and lot numbers are 2309-054 and 2302-190. There is no damage with the appliers. The appliers are new. The appliers have been used for about 1 month. The suture type and size was vicryl 2-0(d6428). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the applier product code and lot number? The applier product code is ka200 and lot number is unknown. Please confirm if there is an issue with the applier? No. If yes, please create a product complaint and provide the respective reference number(s) . N/a. What suture type and size was used? Currently, unknown. The suture type and size was vicryl 2-0(d6428). When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? No. If yes, after it closed, was the clip holding securely fixed on the suture? N/a. Was the applier checked for damaged (jaws straight and aligned)? Yes. There was no damage with the applier. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes. Please perform and document the follow up attempt for product return. We regularly contact with sale rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a urology procedure on (B)(6) 2024 and absorbable clip was used. The clips were loaded properly, but the clips were not locked when the device was clamped. Another was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. It was noted, suture was under tension. Additional information has been requested.